Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and hematoma. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device patch with lot number 2964717 and catalog number trl170. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and hematoma. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Additional, changed, and/or corrected data: d9.

Event description:
Healthcare professional reported right side rupture and hematoma. The device has been explanted.